Event description:
It was reported there was lead migration and stimulation in the wrong location. It was noted the patient had pain in their ribs. It was noted replacement was required and the pain resolved.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).